Event description:
Device malfunction: stent fracture. Time of malfunction: approximately 1 year post procedure. Symptoms/ae: none. It was reported that follow-up of patients with carotid xact stent implantations was done at approximately 1 year post implantation. Reportedly, approximately 15% of patients showed stent fracture on cervical x-ray. No treatment was performed. All lesions were calcified. Though requested no additional information was provided.

Manufacturer narrative:
The devices remain in the patients. The lot numbers were not identified; therefore, a device history record review could not be performed.